Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported patient noticed the infusion set cannula is broken and stuck in her body. Caller stated patient experienced elevated blood glucose level of approximately 20 mmol/l; could also smell insulin. Caller reported patient had to have cannula surgically removed at the hospital. Requested return of the alleged device for evaluation.